Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error 28, pump error 3 or pump error 19 alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer's blood glucose level was 24 mg/dl and in the range of 300 mg/dl to 400 mg/dl. The customer also reported that the insulin pump received multiple insulin pump errors. They were able to clear and rewind the insulin pump. They performed self test and it passed. Declined high and low blood glucose troubleshooting. The device will be returned for analysis.